Event description:
It was reported that in 2008 ¿they had to rewire with her replacement¿. It was stated that the patient had been having issues passing out, and it was stated that ¿that pulled out the wires from where originally had it¿. It was stated that when they did a replacement in 2008 they also did a laminectomy and a lead revision. No additional information received, it was stated that the patient was no longer a patient of this healthcare professional (hcp).

Manufacturer narrative:
Product ID 377860, lot# v006400, implanted: 2006 (B)(6), explanted: 2008 (B)(6); product type lead product ID 377860, lot# v006400, implanted: 2006 (B)(6), explanted: 2008 (B)(6); product type lead. (B)(4).